Event description:
It was reported that the customer went to the hospital and received a manual injection. The customer also reported that their insulin pump was not delivering insulin, and was not alarming. Customer's blood glucose level at the time 261mg/dl. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.